Event description:
It was reported to philips the shock was not delivered during opcheck testing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The philips representative evaluated the device and found the hardware logs showing low energy. The high voltage capacitor was replaced. The investigator confirmed the device was operational after repairs were completed and the device remains at the customer site.